Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manfacturer report #3005099803-2008-02026 pertains to the second device. It was reported to boston scientific corporation in 2008 that a trapezoid rx lithotripter compatible basket device was used during a biliary stone extraction procedure performed four days prior (patient age, gender and weight unknown). According to the complainant, on inspection of the package, prior to opening it, "the product was found to be unsterile due to failure of the packaging glue." It was further reported that the device was not involved in the procedure in any way. The procedure was completed with another trapezoid rx lithotripter device. No patient complications were reported as a result of this event.